Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a synchronization failure. A technical support specialist was able to sync down the pending files, after which the customer confirmed that the cabinet was now online and visible as connected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the synchronization function was offline and unable to sync pending files. As a result, medication transactions were not displaying for certain medications. There were no delay or adverse events or injuries reported based on this event.